Event description:
It was reported by the patient that the patient felt really tired, no energy and unusual. The patient reported "I had symptoms like I did when the battery went out". No further information could be obtained from the patient's clinic. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.